Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the reported apical tear cannot be confirmed; however, the noted friable cardiac tissue likely caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during transcatheter aortic valve replacement (tavr), once apical access was achieved, the patient developed an apical tear. The patient's apex was very frail. The physician had difficulty controlling the tear and the patient was immediately placed on cardiopulmonary bypass (cpb). The procedure was subsequently completed without further incident and the sapien valve was implanted with good final result. Following the procedure, the patient was noted to be in stable condition.